Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, patient was not crossing over to station. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2013 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient did not cross over due to database issue. A technical support specialist followed knowledge article "medes total database size larger than used db size - shrink dsclientoltp" to resolve the issue and the customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.